Manufacturer narrative:
The visual inspection of the received va locking screw stardrive®, self-tapping has shown that the screw head is broken off from the threaded shaft. There are badly wear marks on the threaded shaft and on the head visible our investigation has shown that the complaint condition is confirmed as the device was found broken. Because of the damage it is not possible to measure the relevant dimensions anymore. We do suppose that the va locking screw stardrive®, self-tapping encountered unintended forces, such as excessive force application during removal surgery or a mechanical overload situation during the healing process, which finally caused the post manufacturing damages. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot: sterile product: part: 04.210.124s, lot: 4l63888, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 13.may.2019, expiry date: 01.may.2029. Since there is no allegation against packing or sterility, a manufacturing record evaluation was not performed. Non-sterile product: part #: 04.210.124, synthes lot number: h847349, manufacturing site: synthes (B)(4), release to warehouse date: 15-mar-2019. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the orif surgery for distal radius fractures. It was not reported how the surgery was completed. Removal surgery was performed on (B)(6) 2020. During the procedure, a screw head was broken off. The procedure was successfully completed with a thirty (30) minute surgical delay. The surgeon requested us to investigate the reason for the breakage of screw head. No further information is available. Concomitant devices reported: va-lcp buttress pin ø1.8 l16 tan (part# 04.210.086s, lot# unknown, quantity 1), va-lcp buttress pin ø1.8 l22 tan (part# 04.210.092s, lot# unknown quantity 3), va-lcp buttress pin ø1.8 l24 tan (part# 04.210.094s, lot# unknown quantity 2), va lockscr ø2.4 self-tap l14 tan (part# 04.210.114s, lot# unk, quantity 1), va lockscr ø2.4 self-tap l16 tan (part# 04.210.116s, lot# unknown, quantity 1), cortscr ø2.4 self-tap l14 tan (part# 401.764s, lot# 24p4033, quantity 1). This report is for one (1) 2.4mm ti va locking screw stardrive 24mm. This is report 1 of 1 for (B)(4).